Event description:
A consumer reported experiencing blurry near and intermediate vision, glare and starburst following bilateral intraocular lens (iol) implant surgeries. She has discussed these with her surgeon and she was told that she needed more time to adjust. She also stated that the surgeon told her she has blepharitis and recommended eyelid scrubs, warm compresses, and eyedrops. She is wearing readers +2.25, but she is going to get +2.75. In a follow-up, the ophthalmic assistant reported that the events continue but are expected to resolve with treatment. She also reported that a yag capsulotomy was performed for the right eye. There are two medical device reports associated with this event; this report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/22/2010 and 03/08/2010 by phone, fax, and mail. A completed questionnaire was received on 03/08/2010. (B) (4). (B) (4). (B) (4).